Event description:
It was reported, that the hf-resection electrode had the loop electrode at the tip tilted to the point where it could not be used. The issue was found during preparation for use for a procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned and the evaluation found that the loop electrode at the tip was bent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated h6 codes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the loop of the electrode was caused by excessive force. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.